Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose rose to 250 mg/dl. The needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn for 28 hours. A pod hazard alarm was also reported. As treatment, the pod was removed.

Manufacturer narrative:
The device was received deployed and with the hard cannula visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the hard cannula and the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. Download data from the returned device shows the device generated an 0x22 alarm during operation. No damages or defects were observed that would result in the alarm. The root cause of the 0x22 alarm could not be conclusively determined. During investigation, damage was observed to the distal tip of the soft cannula and the hard cannula was found to be bent. Despite the damage to these components, fluid was able to flow through the entire fluid path. It could not be determined when or how this damage occurred.